Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using two prostyle devices after a a percutaneous coronary intervention and orbital procedure with a 7fr sheath. Reportedly, both devices could not close the puncture. A hematoma was noted prior to device insertion and was treated via surgical procedure. Extensive procedure time was required. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.